Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on window update and screen was black would not reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on windows update. A field service engineer (fse) found a station issue where windows updates were continuously processed without completion. Customer had attempted a reboot, after which the station displayed a black screen despite having power. Upon arrival, the station powered and observed it resumed windows updates, reaching 100% but failing to complete the process. Unable to access the cfnadmin screen. Proceeded to reimage the station to restore functionality. The system functioned as intended after the field service engineer troubleshot the device.